Manufacturer narrative:
The customer reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports their 8110 (sn: (B)(4) displaying saving issues using systems maintenance during preventative maintenance. Case resolution: - informed customer this is most likely a software issue. - recommended reflashing the syringe firmware. - afterwards, perform calibration and preventative maintenance. - if issue persist, recommended replacing the logic board. - if so, recommended sending in for repair. - customer will start with firmware. Ended call